Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. It should be noted that per the mitraclip system instructions for use, the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr 3+). The investigation determined the reported positioning failure (inability to grasp), difficult to remove (clip caught on chordae) and patient effect of tissue damage appear to be related to procedural conditions. In this case, the device was used for a tricuspid valve procedure; however, the off-label use did not likely contribute to the reported issues. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. When advancing the mitraclip delivery system (cds) to the tricuspid valve, the clip got caught on chordae. The clip was freed; however, a chordal rupture occurred. Grasping attempts were made; however, due to poor imaging, the leaflets could not be grasped. The clip was not implanted, and the procedure was aborted. There was no clinically significant delay in the procedure. Tr remains at 4. No additional information was provided.